Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-october-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the stc lane plastic chain wire harness then ran controls. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for error 2150 hybrid arm /cup transfer cup detection failure and 3061 stc lane mixing failure was the defective stc lane cable.

Event description:
On (B)(6) 2015, a customer reported error 2150 hybrid arm /cup transfer cup detection failure and 3061 stc lane mixing failure with the aia-2000 analyzer. The customer found dropped cups within the analyzer. The customer is unable to run lhii, prog, fsh, prl, e2, and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii, prog, prl, e2, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.